Event description:
The customer contacted beckman coulter inc (bec) in regards to an increase in rheumatoid factors (rf) erroneous positive result, which recovered slightly above the 20 iu/ml. The result was generated on the immage 800 immunochemistry instrument. The result was not reported out of the laboratory. The erroneous positive sample was sent to another lab for testing and lower than 20 iu/ml result was obtained the sample. Patient's results are provided. Patient treatment was not impacted by this event.

Manufacturer narrative:
(B)(6). Change from: the customer contacted beckman coulter inc (bec) in regards to an increase in rheumatoid factors (rf) erroneous positive results, which recovered slightly above the 20 iu/ml. The results were generated on the immage 800 immunochemistry instrument. The results were not reported out of the laboratory. The erroneous positive samples were sent to another lab for testing and lower than 20 iu/ml results were obtained on all the samples. Patient's results are provided. Patient treatment was not impacted by this event. To: the customer contacted beckman coulter inc (bec) in regards to an increase in rheumatoid factors (rf) erroneous positive result, which recovered slightly above the 20 iu/ml. The result was generated on the immage 800 immunochemistry instrument. The result was not reported out of the laboratory. The erroneous positive sample was sent to another lab for testing and lower than 20 iu/ml result was obtained the sample. Patient's results are provided. Patient treatment was not impacted by this event. Change: from: sample ID: unknown, initial run results (iu/ml): 22.0 repeat run results (iu/ml): < 20. Sample ID: unknown, initial run results (iu/ml): 20.5, repeat run results (iu/ml): < 20. To: sample ID: 112030319, initial run results (iu/ml): 29.1, repeat run results (iu/ml): < 20. Change from: rheumatoid factor, to: rheumatoid factor immunological test system.

Manufacturer narrative:
Change from: (B)(6) 2011, to (B)(6) 2011.

Event description:
The customer contacted beckman coulter inc (bec) in regards to an increase in rheumatoid factors (rf) erroneous positive results, which recovered slightly above the 20 iu/ml. The results were generated on the immage 800 immunochemistry instrument. The results were not reported out of the laboratory. The erroneous positive samples were sent to another lab for testing and lower than 20 iu/ml results were obtained on all the samples. Patient treatment was not impacted by this event.

Manufacturer narrative:
The sample type was serum. No additional sample information was provided. Rf qc had been within acceptable range. Service was not performed on the instrument since this is a reagent issue. A new lot of reagent was provided to the customer. This is a reagent issue.